Manufacturer narrative:
A request was made for product return. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD), defibrillation, transvenous, and coronary sinus leads developed and infection. The device was reported to be explanted and a non-boston scientific device was implanted. The health care provider did not know if the leads were explanted as well. No further adverse patient effects were reported.